Manufacturer narrative:
A quality systems manager at ams determined that this event was not a complaint. Therefore, no device evaluation was performed.

Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 163,753 joules. No pt injury was reported. This report was not considered a complaint, therefore, an analysis was not performed.